Manufacturer narrative:
The investigation has begun. A follow up report will be sent once the investigation is complete.

Event description:
The customer reported a patient deceased and the iacs didn't give any alarm. An electrode was disconnected at the patient. When the nurse came in the room she pressed the patient's chest and the monitor gave an asy alarm. Our fse did test the iacs alarm condition with success: he disconnected an electrode and the "electrode disconnected" alarm has been generated by the iacs.

Manufacturer narrative:
The customer reported that the time that the event took place was between 12h00 and 15h00 on (B)(6) 2017. After reviewing the logs, an "ECG leads off" alarm was confirmed to have generated at 12:35:44 and was acknowledged at 12:36:31. It was found that (***) generated in the p-box. No ECG waveform was displayed until ECG was reconnected at 14:41:03. An asystole correctly generated after the signal was restored. It was determined that all alarms generated correctly during this reported event. A draeger field service engineer tested the cited device. It was found the device functioned without fail. There was no failure with the device. This concludes our investigation.

Event description:
Please refer to the initial report.